Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit was showing an amber alarm for a leak in the circuit. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the leak was caused by non-ge patient circuit and was about 400ml/min. This is not a reportable malfunction. This event is not reportable. H3 other text : additional information was received that the leak was caused by non-ge patient circuit and was about 400ml/min. This is not a reportable malfunction. This event is not reportable.